Event description:
It was reported that an alert for atrial arrhythmia burden of at least six hours in a twenty four hour period was triggered due to far field r wave oversensing. This was known by the clinic. No adverse patient effects were reported. The device remains implanted.